Event description:
Information was received indicating that this ambulatory infusion pump exhibited beeping. It was reported that the incident did not occur while in use with the patient. The pump indicated to call for assistance. The patient however did not call for assistance. The patient immediately switched to back up pump. No adverse effects to the patients were reported.